Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in an internal fistula in a severely calcified vessel in the left forearm. After a 6f sheath was placed and a guidewire crossed the lesion, a 5.0 x 40, 75cm mustang balloon catheter was advanced smoothly for dilatation. However, during initial inflation at 3 atmospheres for 3 seconds, the balloon was not inflated well near the internal fistula and could not reach the target pressure value. The device was completely removed from the patient's body and it was found that the balloon had several pinholes. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.